Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the clinic after recent transtelephonic monitoring revealed no magnet rate. The device could not be interrogated and was in back-up mode. Attempts to read the devive memory and perform software downloads were unsuccessful. The magnet rate in january 2006 was 91.5 ppm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received